Manufacturer narrative:
Follow up information (general questionnaire) received on 22-feb-2016 from consumer: the consumer was (B)(6) at time of this report. Her medical history includes a leep procedure done in (B)(6) 2005. On (B)(6) 2014, essure was inserted. The consumer was 12 weeks post-partum at that time. The hsg (hysterosalpingogram) was performed in (B)(6) 2014, showed sealed right side and still open left side. Another teste was performed in (B)(6) 2014 and showed the same results. She stated that almost immediately, she experienced dizziness, fatigue, and weight gain. Started getting car sick while driving and would have to lay down at work. She had a general feeling of not feeling good which was hard to explain to a doctor or anyone else. The test results showed her iron levels were extremely low; and later tests showed her vitamins b and d levels were extraordinarily low. She was told this to several doctors who have all told her that it could not have been the coils, hut the first week of having the coils inserted, she set off store alarms going in and coming out of stores 5 different times and 5 different stores. After the second hsg was done in (B)(6) 2014 her doctor recommended a tubal on the left side, she reported the implanting physician did not gave the option of removal, she then went to another gynecologist that suggested a salpingectomy which she choose to do. The coils were removed in (B)(6) 2014; a salpingectomy was performed. No pathology results were available; she reported that the location and condition of the devices was fine. She used vitamins supplements were used as treatment. Hospitalization was not required. Her overall fatigue got better immediately and dizziness subsided somewhat, she no longer got car sick but constantly felt like off balance. At the reporting time, she was still working to get vitamin levels up and her weight off. She stated that she believe everything she experienced was caused by essure devices, once the coils were removed it was like her body did a big sigh of relief. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one side was fine but left side was not/ left side was still not blocked. She had both fallopian tubes removed. This event was considered serious and listed in the reference safety information for essure. In this case, it was reported that after essure insertion, left fallopian tube was not blocked. A causal relationship with suspect insert cannot be excluded. Considering that surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. According to product technical complaint, no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5056247) in united states on 23-oct-2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. Additional information received on 15-nov-2015 (ptc investigation result). After her son was born in 2012, she was back in her clothes by 2013. When she went back to work, essure procedure done on 2013, set off store alarms going in and coming out of 3 different stores within a week of procedure, unable to fit in clothes by 2013 (while still breast feeding and exercising much more than she had while on maternity leave. She went back 90 days later for test and one side was fine but left side was not, was told she needed to come back to 90 days. During the summer of 2014, she began having severe dizziness and started getting car sick even while driving, also noticed tingling in fingers and toes; had some of that while she was pregnant with her son and it felt very similar. Went back in 2013, left side was still not blocked, her physician wanted to do a tubal on that side. Consumer asked her if the coil could be removed since she did not want a foreign object in her body that was not working. She had both fallopian tubes removed in 2013. She felt better instantaneously once they were removed. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm arty quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that one side was fine but left side was not/ left side was still not blocked. She had both fallopian tubes removed. This event was considered serious and listed in the reference safety information for essure. In this case, it was reported that after essure insertion, left fallopian tube was not blocked. A causal relationship with suspect insert cannot be excluded. Considering that surgical intervention was performed, this case was regarded as incident. Additionally, non-serious events were reported. According to product technical complaint, no product quality defect was confirmed, therefore a relationship between the reported medical events, the reported lack of efficacy and a quality defect is excluded. Further information has been requested.